Event description:
It was reported that the ilet pump¿s cartridge became stuck in the pump and could not be removed, resulting in a failure to disconnect of the reservoir component, and the user transitioned to backup therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the reservoir leading to the inability to remove the cartridge from the pump. No adverse clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Investigation details: the device was received exhibiting minor cosmetic wear on the upper rear housing, along with tool marks observed around the drug chamber consistent with attempted cartridge removal by the patient. The device successfully powers on when placed on the charging pad and otherwise functions per design specifications, with the exception of a cartridge that was seized within the drug chamber. A small pair of needle-nose pliers was used to securely engage the remaining portion of the connector. The connector was rotated counterclockwise to disengage the locking mechanism and subsequently extracted without inducing additional cosmetic damage. A new connector and cartridge assembly was installed and verified to install and remove normally with no abnormalities observed. The customer reported complaint was confirmed.